Event description:
It was reported, the pt had experienced shocking sensations when using some of her programs, and with other programs the stimulation was turning off without prompting. F/u identified the physician had replaced the receiver with a new ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.